Manufacturer narrative:
(B)(4). This report is for the third in a series of three product issues with the same patient. The other two events have been reported under MDR#s 1036844-2016-00100 and 1036844-2016-00114.

Event description:
It was reported that during insertion in nephrology, the guide wire kinked. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The physician complained that the guide wire is too soft and kinks easily.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire became kinked during insertion was confirmed. The customer returned one guide wire. Visual examination of the guide wire revealed two kinks and an opened j- bend. The two kinks were measured at 45.5 and 67.0 cm from the distal end. Microscopic examination confirmed the 2 kinks and found that both welds were full and spherical. No separations or offset coils were observed. A manual tug test confirmed that both welds remain intact. The guide wire measured approximately 684 mm in length and exhibited an outside diameter (od) measured 0.852 mm. The returned guide wire was within specification for length and od per graphic.(length: 678 - 688 mm and od: 0.838- 0.877 mm). Instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe, or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.